Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) multirate infusors were leaking medication from an unspecified location on the device. The event was identified during patient use. The device was filled with an unspecified medication. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured september 1, 2017 ¿ september 5, 2017. Two (2) devices were received for evaluation. A visual inspection was performed on the returned samples and it was noted the coil caps were detached from the housing. The cause of the detached coil caps was due to malformed housing. A functional leak test could not be performed because the housing of the two units was malformed causing the units to be unusable; therefore, the reported condition of leaking could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.